Manufacturer narrative:
Two cs29 devices from the same lot were returned and evaluated and no issues were found. The devices performed as intended. It could not be determined why the anvil could not be removed from the trocar, which led to the surgeon cutting the tissue. The idrivec was also evaluated and performed as intended.

Event description:
The anvil of a cs29 while attached to an idrivec could not be removed from the trocar. The surgeon then tried to cut tissue of rectum and colon. While cutting and opening, the anvil was released at the moment of this manipulation.